Event description:
On 9/9: customer reports staff loaded contrast onto the injector, selected the injection protocol, but had not selected the start button when the injection started on its own. Customer confirmed the problem with the injector had no impact on the pt, the injector was not connected to the pt, consequently, there was no effect on the pt. No pt or procedural info has been provided by the customer.

Manufacturer narrative:
Covidien regional service reports the injector was evaluated and found to be working correctly. Technical service believes the staff started the injection by accident. System returned to full service by the customer. No further investigation needed at this time. Qa will continue to monitor/trend for similar issues and identify significant quality trends to input for corrective action.